Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings issue. The reporter indicated that the bolus history was showing boluses at the incorrect time and was also showing boluses that were not programmed. The reporter also indicated that one entry in the total daily dose history had basal and bolus amounts that did not add up correctly to the total delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): a review of the pump history showed that the basal rates and programmed boluses correctly added up and matched the total daily dose history for (B)(4) 2012 through (B)(4) 2012. The keypad was tested and all buttons were confirmed to be responsive to presses with no hypersensitive buttons found. A normal bolus and an audio bolus were performed and were accurately recorded in the pump history.